Event description:
It was reported that the patient arrested, was taken to the emergency room and admitted in critical condition. An interrogation indicated that the patient was in ventricular tachycardia (vt) with very wide complexes. This resulted in double counting of the r waves. The actual rate of the vt was often outside of the vt zone but because of the double counting the device detected in the ventricular fibrillation (vf) zone. The device aborted therapy several times due to the cycle length fluctuations. A lead integrity alert (lia) triggered which extended the number of intervals to detect/redetect to 30/40 causing longer detection. It was further reported that the right ventricular (rv) lead triggered the lead integrity alert (lia) due to non-physiologic intervals and non-sustained tachycardia episodes. The lead also showed 180 short interval counts (sic) in one day. The device and lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).